Event description:
It was reported to philips that the charging light does not flash while the device is charging. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that this was a malfunction associated with maintaining the device. It was resolved by cleaning the handle. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips the battery light does not flash while charging. There was no patient involvement.